Event description:
It was reported that the right ventricular lead was oversensing, and that the patient was not shocked even though the device detected ventricular fibrillation and charged. It was also reported that the patient did not wish to have a new replacement since ventricular fibrillation was no longer inducible. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): a portion of the lead was returned and the outer insulation was breached cut. It was also noted that the defibrillation conductor was distorted, several conductors were distorted, all conductors and the defibrillator conductor had blood/body fluid (not obstructed), the distal conductor was fractured due to overstress, the outer insulation had a white substance, the outer insulation had a cosmetic depression, the helix lobe was distorted/bent, there was blood in/on the helix mechanism, and there was tissue on the helix. The analyst also noted that the length of the lead was not known. The outer insulation breach/cut is at 30 and 40 cm from the distal tip. It cannot be determined at this time how the blood entered the rv leg.